Event description:
A bipap a30 was returned to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device, the service technician observed foam particles inside the assembly. Additionally, there was the presence of dust/dirt and tobacco contamination, and the device was missing the accessory port cover. The evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also noted tobacco contamination and dust contamination. No repair was performed. The device was scrapped by the service center after the evaluation was completed.